Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. E1: additional contact information (B)(6) product specialist: evermedical co ltd taiwan. Email: (B)(6). Tele number: (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer in which the customer reported that the solution leaked normal saline during infusion at the air vent. There was no concomitant device, no bleed-back, no chemo, no bio-hazard. The device was not reprocessed or re-sterilized. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
A single used 011-c32029 extension set was returned for investigation with the inline filter vents wetted out. No other damage or anomalies were observed. Subsequent leak testing confirmed leakage at both the inlet and outlet filter vents. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. A device history review could not be conducted because no lot number(s) was/were identified. Additional contact/distributor information: (B)(4).